Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. A review of all batch record documents for lot number h11k01037 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring cap on the patient adapter was separated from the patient adapter inside of the package. The issue was noticed before use. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the event was determined to be an assembly issue during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was received in the original un-opened package for evaluation. A visual inspection was performed and noted that the cap was loose in the pouch from the patient adapter. The sample evaluation confirmed the reported issue. Should additional relevant information become available, a supplemental report will be submitted.